Event description:
It was reported by the consumer that they were transferring her father from one chair to his shower chair and the wheel locks didn¿t hold. Consumer states the chair and her father fell backwards but someone was there to catch him. Consumer states her father is paralyzed on one side, so his muscles tensed up during the fall. She believes her father may have been sore from the muscles tensing up but did not acquire any injuries. No additional information provided.